Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up # 1 [date of submission (B)(4) 2012]-device evaluation: the pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: the pump was returned with visible moisture behind the display lens. The pump was found to be able to power on properly and was exercised for 24 hours with no issues. The bolus button was found to be lifted. The button was found to be responding to user input. Moisture was found to be entering through the lifted bolus button. Moisture was observed on the keypad connector and the circuit board.

Event description:
The reporter contacted animas on (B)(6) 2012 alleging that the pump's battery life is short, needing a battery change after only one week of use. Review of the pump history was not possible at the time of the call to customer support. The reporter stated that lithium batteries have been used in the pump. The reporter stated that moisture was visible behind the display screen. The reporter denied damage to the battery cap and the battery compartment. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged power issue with visible moisture in a pump without visible damage remained unresolved.